Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up on (B)(6) 2016, multiple non-sustained episodes were found to have been recorded resulting from noise oversensing. No abnormal value was shown in the ventricular lead impedance or coil continuity values. A real time electrogram test also showed noise in both of the atrial and ventricular channels, which was not oversensed. The ventricular sensitivity was left at 1.0 mv at the end of the follow-up. The ventricular sensitivity had been programmed to 1.0 mv since before, possibly because of oversensing in the past. It is unknown when the ventricular sensitivity was reprogrammed to 1.0 mv. The last follow-up had been performed on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis revealed no irregularities with the subject device.

Event description:
During a follow-up on (B)(6) 2016, multiple non-sustained episodes were found to have been recorded resulting from noise oversensing. No abnormal value was shown in the ventricular lead impedance or coil continuity values. A real time electrogram test also showed noise in both of the atrial and ventricular channels, which was not oversensed. The ventricular sensitivity was left at 1.0 mv at the end of the follow-up. The ventricular sensitivity had been programmed to 1.0 mv since before, possibly because of oversensing in the past. It is unknown when the ventricular sensitivity was reprogrammed to 1.0 mv. The last follow-up had been performed on (B)(6) 2016.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a follow-up on 14 mar 2016, multiple non-sustained episodes were found to have been recorded resulting from noise oversensing. No abnormal value was shown in the ventricular lead impedance or coil continuity values. A real time electrogram test also showed noise in both of the atrial and ventricular channels, which was not oversensed. The ventricular sensitivity was left at 1.0 mv at the end of the follow-up. The ventricular sensitivity had been programmed to 1.0 mv since before, possibly because of oversensing in the past. It is unknown when the ventricular sensitivity was reprogrammed to 1.0 mv. The last follow-up had been performed on 15 feb 2016.